Manufacturer narrative:
The following fields were updated due to corrected information: d.10. Device available for eval?: no d.10. Returned to manufacturer on: na h.6. Investigation: it was reported, by the health professional, drops of moisture were found in the products and the sealed packaging. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a plunger rod-rubber stopper out of the syringe barrel with what appears to be silicone on the stopper. The photo does not show an excess of silicone on the rubber stopper surface. The silicone is a medical grade lubricant to allow the plunger to move smoothly. A device history record review was completed for provided material number 301031, lot number 1026275. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. To date, there have been no other similar events reported for this lot. Based on the investigation and with the photo sample analysis the symptom reported by the customer could not be confirmed. A probable root cause could not be offered as the photo did not show any excess of lubricant. H3 other text : see h.10

Event description:
It was reported that moisture was found in the bd luer-lok¿ syringe and the packaging. The following information was provided by the initial reporter: "drops of moisture were found in much of the products even in the sealed packaging.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that moisture was found in the bd luer-lok¿ syringe and the packaging. The following information was provided by the initial reporter: "drops of moisture were found in much of the products even in the sealed packaging.